Event description:
Reporter alleged blood glucose measured 300 mg/dl back to back with a result of 140 mg/dl when performed within a minute of each other. Customer reportedly did not provide test strip information and stated not being able to read the numbers on the test strip bottle. No actions or treatment reportedly resulted. A request was made for the return of the suspect device and replacement product was sent.